Manufacturer narrative:
Result of investigation: investigation: the examination of the optics revealed the following: adhesions of unknown nature are visible on the distal cover glass. The distal solder joint was partially chemically dissolved, causing the rod lens system to leak and allowing moisture and residues to enter the rod lens system. Damage identified by the service evaluation: distal solder seam chemically dissolved and leaking. Adhering residues on the distal cover glass. Residues / moisture inside the rod lens system, consequential damage due leaking solder seam. Conclusion: the information provided by the customer to describe the error "glue show in the image" cannot be confirmed. No "glue residue" as described by the customer could be found in the imaging system. The examination revealed severe chemical damage to the distal soldered seam. Despite the chemically dissolved distal soldered seam and the ingress of moisture/residue, the imaging of the optical system in question is still present and clear. Due to the dissolved soldered seam, moisture and residues of any kind could penetrate unhindered into the rod lens system used for imaging. A possible cause of this damage lies in the clinical reprocessing procedure and the reprocessing fluids/methods used. In addition, there is an additional residue of unknown nature on the distal cover glass. The optics were not checked for defects/damage by the user, as described in the instructions for use. Otherwise, the existing damage to the optics would have been detected and the optics would not have been used. The damage found is not due to a manufacturing/production defect, but to mechanical damage during use or clinical processing. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
"It was reported that: glue shows in the image. No information about patient injury and no negative impact in state of health reported."

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).